Event description:
The customer reported that there was a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description reports that an alarm for an asystole condition was not reported by the pt monitor. No product malfunction has been verified. There were no reported speaker malfunction issues either at the bedside or central monitor. Alarm silenced entries represent actions taken by a user. This specific action may be performed at the bedside device or at the central monitor. Based upon info obtained from the diagnostic logs from the attached central station. A user was aware of the asystole alarm as this alarm was silenced at the central station. The device labeling (IFU) adequately describes alarm acknowledgement (silencing). There was no malfunction. The info provided related to this situation and info from similar complaints does not support that there is a systemic problem or design or labeling malfunction or any health risk. No further investigation or action is warranted.